Manufacturer narrative:
Visual inspection of the returned shims identified that each part was missing both ball bearings and springs. Measured dimensions were conforming to print specifications. Minor scuff marks were also noted on the distal surfaces. These devices are used for treatment. Previous investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. This issue has been reported to the FDA under z-1052-2015.

Manufacturer narrative:
(B)(4). Other devices used: catalog #42527900704, persona tibial articular surface shim, lot #62696857, catalog #42527900304, persona tibial articular surface shim, lot #62206530 , catalog #42527900501, persona tibial articular surface shim, lot #62248175 . This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface shims are missing ball bearings.